Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the angulation does not engage. The issue occurred during installation. The issue involved an olympus ultrasonic bronchofibervideoscope. There was no patient injury reported.